Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device and non boston scientific left ventricular (lv) lead exhibited pace impedance measurements of greater than 2,000 ohms. This device and lead remain in service. No adverse patient effects were reported.